Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no intrinsic signal was visible on the atrial channel and no atrial capture was shown on the electrogram (ECG). Under fluoroscopy the lead appeared to be dislodged. The lead was repositioned.